Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device was not charging to the correct energy level. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker reviewed the pco files which indicated that the device had been switched to manual mode when the user pressed the charge button. The technical manual confirmed that the device will not escalate energy while in manual mode unless powered on to the "automatic energy protocol" default. In this case, the device was switched from AED to manual mode. When switching to manual mode, the energy level remains fixed at the last AED setting. Since the device was in AED mode at the beginning of the event, the manual mode energy stayed at 200 j. The pco files verified that the energy level was not automatically escalated but the reported issue of the defibrillation energy charged to the incorrect level was not able to be duplicated. Root cause was determined to be user error. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was not charging to the correct energy level. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.